Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported burst, hole, material stretched, protrusion and flush issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the red lumen was allegedly found to be popped. It was further reported that the line was allegedly not flushing well. Furthermore, the line was allegedly found to have a hole near the bifurcator of the line. Reportedly, the catheter was repaired. Red lumen remains with difficulty flushing and will require tpa when able but white lumen continues to work. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the red lumen was allegedly found to be popped. It was further reported that the line was allegedly not flushing well. Furthermore, the line was allegedly found to have a hole near the bifurcator of the line. Reportedly, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the 7 french dual lumen hickman central venous catheter was not returned for evaluation for this complaint. No photos were provided for review. Therefore, the investigation is inconclusive for the reported burst, hole and flush issues as no objective evidence was provided for review. It was reported that a 3cc syringe was used while administering lasix; therefore, improper use was confirmed. Per the instructions for use, a syringe smaller than 10cc should not be used. Therefore, it is likely that the use of a 3cc syringe contributed to the alleged hole/burst. The definitive root cause for the reported infusion difficulty, burst, and hole could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed: the instructions for use includes the following information related to prevention of infusion difficulties and bursts in hickman, leonard, and broviac-type central venous catheters: after placement, observe the following precautions to avoid device damage and/or patient injury: infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml. Warnings: pinch-off prevention: catheters placed percutaneously or through a cut-down, into the subclavian vein, should be inserted at the junction of the outer and middle thirds of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and the clavicle, which can cause damage and even severance of the catheter. A radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle. To avert device damage and/or patient injury during placement: avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. Site care: apply the cover dressing (tape or transparent dressing) following the directions in the package as well as instructions from your doctor or nurse. Coil the catheter, check to see that it is not kinked or pinched, and secure it to the chest or dressing with tape. This will prevent pulling of the catheter at the exit site and decrease irritation. Flushing the catheter and heparin lock procedure: supplies you will need: alcohol or povidone iodine wipe. 10ml syringe with attached 1 inch needle filled with 2.5 ml of heparin, prepared for use procedure (step 7): inject the heparin into the catheter. As you inject the last 0.5 ml of heparin solution, withdraw the needle from the injection cap. If you are flushing the catheter of a child, do not flush too rapidly because the child's circulatory system is small and sensitive to rapid changes in volume and pressure. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the red lumen was allegedly found to be popped. It was further reported that the line was allegedly not flushing well. Furthermore, the line was allegedly found to have a hole near the bifurcator of the line. Reportedly, the catheter was repaired. Evidently, red lumen remained with difficulty flushing and will require tissue plasminogen activator when able but white lumen continued to work. There was no reported patient injury.